Event description:
The customer found an iris pot error during boot-up. No patient injury was reported.

Manufacturer narrative:
The service rep replaced iris potentiometer and image function pcb. Checked and verified system fully operational by booting system 10 times with no errors.